Event description:
It was reported that the ilet did not appear to retain charge when placed on the wireless charging pad, with the indicator showing a flashing green light and the on-screen battery level rising while on the pad but reverting to a low state when removed. No adverse clinical effects reported. Outcomes included no impact to blood glucose management, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and the provision of a replacement charging pad for further assessment. Investigation of this case revealed an apparent charging or battery state-of-charge display discrepancy that was not reproducible to a confirmed device failure at the time of the call. It was concluded that the issue was consistent with a charging accessory or state-of-charge indication anomaly, and the user was advised to monitor after receipt of the replacement charging pad and to contact support if the behavior persists.